Manufacturer narrative:
One medfusion pump was returned for evaluation. Visual inspection of the device found the flippers on the left plunger case not sited properly and some components missing, plunger lever disassembled and not sited properly. Syringe plunger sensor was noticed in ehl. Device was powered on and the customer complaint has been confirmed. The problem source has been determined to be user interface as a result of incorrect assembling of the entire plunger assembly and of missing components.

Event description:
Information was received that a smiths medical medfusion syringe pump has plunger sensor error. No patient injury.